Event description:
It was reported that the ventilator generated low o2 alarms while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our application specialist. No part was changed. No further oxygen concentration issues have been reported. Evaluation of the received device logs show matching events on the reported event day. On september 25, between 09:13 and 16:06, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior and after to this ventilation period. The cause of the reported failure has not been determined.

Event description:
Manufacturer reference #: (B)(4).